Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. There was no known impact to the customer's blood glucose (bg) level. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion due to having performed troubleshooting on their own prior to contacting cts.